Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product quality issue. All information was investigated and the reported slda and device damaged by another (implanted) appear to be due to the procedural circumstances of difficult clip deployment of the second clip. It should be noted that the mitraclip instructions for use states under the indication for use section that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. However, the off-label use of the device likely did not contribute to the reported event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip xtr referenced is filed under a separate medwatch report number. Exemption number e2019001.

Event description:
This is filed for single leaflet device attachment (cds 0602-xtr/90211u145). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. A mitraclip was implanted (cds 0602-xtr/90211u145). A second mitraclip (cds0602-xtr/90514u295) was advanced into the right ventricle, however that the clip got caught but it wasn't clear whether it was to the chordae or to the first clip. The clip was inverted and an attempt to retract the clip back into the right atrium (ra) was unsuccessful. The clip was grasped on the anterior part of the tricuspid valve as it was not possible to retract the clip in the ra. There was no movement of the lock line during removability testing. The lock line was wrapped around the lock lever and attached it with the cap. The clip was unlocked, however the clip was unable to open. The lock lever was retracted above the blue line and another attempt to open the clip was made, however unsuccessful. One end of the lock line was pulled, however this caused the lock line to break at the distal end; the clip was unable to open. The second end of the lock line was pulled and the attempt was successful; the lock line was completely removed from the anatomy. The gripper line was attempted to be removed, however it did not move. It is not known whether the gripper line was completely removed from the anatomy. Clip deployment was attempted, however the clip did not detach from the shaft. Troubleshooting attempts were done and the clip was successfully deployed. Due to the difficulty deploying the clip, it was believed that the first clip detached from one leaflet; a single leaflet device attachment (slda) occurred. Tr was reduced to 4/4-5. There was no clinically significant delay in the procedure. No additional information was provided.